Manufacturer narrative:
Olympus detected this issue during servicing and there was no reported customer product complaint or allegation, therefor there is no information of the customer reported date of event. Additional information will be provided once available. The device was returned to olympus for inspection. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer did not report a malfunction. However, during the inspection of the device, a broken ceramic tip was found. There was no patient involvement.